Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the interface umbilical cable. The suspect cable was returned for medtronic's evaluation. Evaluation found electrical damage on the cable. A replacement cable was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. (B)(4).

Event description:
A medtronic representative reported that the imaging system displayed a communication error between the imaging system and the mobile view station.